Event description:
It was reported that the device delivered tachy therapy while a magnet was placed over the device during device unrelated CABG procedure. The device discharged tachy therapies twice and the physician was shocked. Abbott representative was contacted and tachy therapies were successfully turned off. Tachy therapies were turned "on" post procedure. Patient's condition was good prior, during and post procedure.